Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer tested several batteries but the error kept occurring a few times a day with new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Insulin pump case: ngp. Customer returned insulin pump for an alleged charge/battery lasts less than expected and unexpected battery power loss found on july 01, 2022. Insulin pump passed active current measurement and displacement test; however, insulin pump did not pass self test and sleep current measurement. Test p-cap successfully locked into the reservoir tube. Insulin pump successfully downloaded to thus. Insulin pump error 75 was confirmed during self test. Confirmed insulin pump alarm insulin pump error on june 29, 2022 19:00:00.000 in insulin pump downloaded history. The power management graph confirmed insulin pump error, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7volt for 4 consecutive hours due to connector resistance j6 / electrical board after disconnecting and reconnecting the internal battery connector on j6/electrical board, the insulin pump was monitored and did not functioned properly. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), stained serial label damage, and minor scratches on lcd window. In summary, customer allegation for charge/battery lasts less than expected and unexpected battery power loss was confirmed. Insulin pump error was confirmed due to j6 connector resistance issue. Insulin pump error was confirmed due to moisture damage on j6 connector. Exposure to moisture was on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.